Manufacturer narrative:
Investigtion x-review DHR x-inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 7/20/2018 under wo #(B)(4) and shipped on 8/15/2018. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 95224, this unit was at csi on 11/6/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit's high pressure regulator had a swollen pin cushion. Root cause: a swollen pin cushion indicates the user was not properly venting the system after use. Purging the system of residual nitrous oxide is required per the IFU and instructions on the top of the console (p/n 34032). Residual gas will swell the pin cup which will impact its function within the regulator. Root cause is being attributed to end user error. *correction and/or corrective action the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
E-complaint-(B)(4). Not cooling properly. Unit not freezing quick enough. Order: (B)(4). Found;pin cup swollen,cust not following proper shut down. 1216677-2020-00281 opthalmic cryo system dig ce-2000 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
E-complaint-(B)(4). Not cooling properly. Unit not freezing quick enough. Order: (B)(4) found;pin cup swollen,cust not following proper shut down. 1216677-2020-00281 opthalmic cryo system dig ce-2000 e-complaint-(B)(4).